Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that on 2019-jan-29 the patient had lumbar MRI and then on (B)(6) 2019 the patient had a fentanyl intrathecal injection for their pump trial. The patient did not have any issues during or after their MRI, but after the fentanyl intrathecal injection the next day the patient started having increased pain in their right lower quadrant and right leg. The pain was considered a sudden change in symptoms. It was reviewed if the patient had intrathecal fluid leak then the patient's stimulation would feel more intense. The doctor is going to turn off the patient's ins to see if the pain in the lower quadrant and right leg subsides. The doctor said if the pain goes away with the stimulation off they will wait a week for the intrathecal puncture to heal before turning on the patient's stimulation again. The patient was admitted to the ER for pain. The doctor interrogated the ins and the system seems intact. The impedances are normal, but her programs are not hitting where they used to hit. The patient is getting mostly stomach stimulation. The patient had a CT scan done. The patient was also given steroids to try to calm the pain down the issue was not resolved at the time of this report. The doctor thinks the pump trial may have flared up a new nerve pain so he doesn't think anything is wrong with her spinal cord stimulator (scs). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was complaining of uncontrollable back pain and it was unknown if the pain was related to the MRI the patient had or due to the device/therapy issue. Caller stated the patient had the MRI of her lower back on or around the 28th and was admitted on the 30th for pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-feb-08. It was reported that the rep did not know why the patient suddenly had new pain. It was noted that the healthcare professional (hcp) was thinking it might have been from the it injection (something was irritated during the procedure). The rep also reported that nothing has been done for the patient¿s pain, the hcp stated that they might do an epidural to calm down the pain. There were no further complications reported or anticipated.